Event description:
On (B)(6) 2024, the catheter was used without problems after opening the package, and the tip fell out of the catheter when it was pulled out from inside the sheath during removal after use. The physician thought that there is no health damage to the patient. As a company, we assessed that there is a risk of serious injury because the possibility that the detached tip from the catheter remains inside the patient's body cannot be ruled out.

Manufacturer narrative:
We obtained the actual device used in the patient and conducted an investigation. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in it. However, an investigation of the actual device suggests that the amount of adhesive applied was insufficient. Therefore, we judged that this event was possibly caused by manufacturing process. This malfunction "detachment of the catheter tip" is not described in the product's accompanying documentation, but since it is the first occurrence since the product's launch, we will closely monitor the situation going forward.